Event description:
It was reported that the patient is experiencing thinning in his penis and the implant will not inflate with the pump causing the penis to be non-functional. A patient outcome was not reported.

Manufacturer narrative:
D4 model and lot number updated. H6 patient code updated.

Event description:
It was reported that the patient is experiencing thinning in his penis and the implant will not inflate with the pump causing the penis to be non-functional. A patient outcome was not reported.

Event description:
It was reported that the patient is experiencing thinning in his penis and the implant will not inflate with the pump causing the penis to be non-functional. A patient outcome was not reported.